Event description:
It was reported that the device will not sense the cassette. There was no patient involvement.

Manufacturer narrative:
B3: january is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was replicated. Further testing found the downstream occlusion seal was delaminated and the pump latch lock failed. Replaced both pieces that was found damaged.